Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay. Unit passed displacement test, active current measurement, and sleep current measurement. No failed battery alerts noted during testing, however unit alarmed hardware low level failure alarm during self test and confirmed in the pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer state this is the second occurrence of replace battery now with a low battery warning. Customer stated that battery was not previously used. The insulin pump will be returned for analysis.